Event description:
It was reported that successful balloon angioplasty and stenting of the proximal right coronary artery (rca)was performed with a 3.5x15 xience stent that was post dilated with no significant residual stenosis and normal flow. Successful balloon angioplasty and stenting of the mid left anterior descending artery (lad) was performed with a 2.5x28 xience stent. This was complicated by a focal perforation with extravasations of contrast locally. The perforation was treated with a 3.0x12 graftmaster covered stent. The procedure was completed with post dilatation with a 3.0 balloon and intravascular ultrasound (ivus) that demonstrated full expansion of all stents. Of note the patient had no hypotension during the procedure, and echo showed no pericardial effusion; however, a small 1mm in-diameter diagonal branch was compromised by the graftmaster stent and occluded. It was recommended that the patient take plavix for life, aspirin desensitization and repeat echocardiogram the following day. Following the procedure, troponin went up but trended down. Repeat echocardiogram showed a small pericardial effusion. On morning of discharge, patient had midsternal pain which was determined to be noncardiac. The patient was discharged to home on (B)(6) 2013.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The jostent graftmaster 3.0 x 12, is being filed under a separate manufacturer report numbers. There was no reported product deficiency. The reported perforation is listed in the xience v everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event associated with coronary stenting. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.